Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator and device will not switch on pad-pak expiry 2/1/2020. There was no patient involved in this event.

Event description:
No status indicator and device will not switch on pad-pak expiry 2/1/2020. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 7th october 2015. The device was returned for ¿no status indicator and device will not switch on pad-pak expiry 2/1/2020¿. Multiple manual power ons of ten minutes duration were recorded by the device from the 29th august 2018 up to and including the 11th september 2018. These manual power ons would have caused the early depletion of the returned pad-pak and led to the device not being able to be switched on and not showing the green status indicator as per the reported fault. The fault was traced back to the corrosion observed on track 13 (on button) and track 14 (key3 button) of the membrane tail which would account for the multiple manual power ups of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the membrane was replaced. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. This corrosion had also resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. This had resulted in most of the instructional leds remaining illuminated. The corrosion observed on the membrane tail and on the screws of the device would indicate that the device was stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.